Manufacturer narrative:
A response was received from the health-care provider; however, no additional information regarding the reported event was learned. A copy of the operative report has been requested, but has not been received.

Event description:
It was reported that the stent dislodged inside the patient and was lost in the circulation. The xience v stent delivery system (sds) was advanced, but there was some resistance with the guiding catheter and with the lesion so the device was removed. Additional pre-dilatation was performed and the xience v sds was advanced again, but the distal end of the stent was observed to be flared so it was withdrawn to the guide catheter and all devices were removed. It was then noted that the stent had dislodged. There were no attempts to retrieve the stent. The procedure was completed by implanting a 2.5 x 15 mm xience v stent in the diagonal and a 2.75 x 23 mm xience v stent in the left anterior descending artery. The final angiographic result and clinical outcome were excellent. There were no consequences to the patient. No additional information was provided.

Manufacturer narrative:
Device not returned. Additional manufacturer narrative: the information was learned through implant patient registry. Two requests were made to the health-care provider (via fax) for the device, operative report, and additional information (on 09/24/2010 and 10/02/2010); however, no additional information was provided and no device was returned for evaluation. The device history record (DHR) review has been completed and this device passed all manufacturing and sterilization inspections with no nonconformance.

Event description:
It was reported that the device was explanted after an implant duration of zero days, due to unknown reasons. No further details were provided.